Event description:
This event involved a patient who experienced no sound with their controller approximately three weeks post heartware lvad implantation. The nurse went into the patient¿s room to get parameters off of the controller and noticed the alarm indicator (red triangle) was on. She also noticed that the battery in port 1 was completely depleted and did not hear any alarm sounds. The patient and his wife both stated that they did not hear any alarm. The cac adapter was hard to connect. The patient tolerated a controller exchange well. The problem was resolved without any reported patient injury. Investigation is still ongoing.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.